Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced strong glistening was observed and visual acuity decreased. The reporter strongly believed that the cause was the glistening because there were no other abnormalities in the eyeground etc. At this time, the patient is under follow-up without any special treatment. The sample is not available as it still remains in the patient's eye. Additional information has been requested.